Event description:
Caller reported a cgm error 42 related to the sensor. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a complete pump reset, after which the error code did not appear again, and the caller successfully started their sensor session.